Event description:
Customer stated, "he smelled smoke and looked down at the pad and saw smoke. After examining the pad/cord, he noticed a brown spot on the pad." The product was returned for investigation. The customer did not claim any injury. An investigation was done to look into the customers complaint. The investigator found that there was a cut on the cord at the butterfly. The investigator also observed exposed wired. This occurred because the user was twisting the cord. The cut led to the burn the customer described. The investigator also determined that the customer was further misusing the pad by folding and laying on the pad during use. IFU states "do not sit on, lie on, or crush pad. Avoid sharp folds."